Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Discarded by customer.

Event description:
International affiliate reports the tip of the spring clip driver broke off from the instrument during placement of an anterior cervical plate. The broken tip was retrieved from the surgical site. However, the difficulty resulted in a delay to the procedure of approximately ninety minutes while another driver was located and sterilized. Concomitant device - skyline anterior cervical plate, catalog number unknown. Skyline screw, catalog number unknown.

Manufacturer narrative:
Visual inspection of the returned driver confirmed the tip breakage. No other abnormalities were noted. A review of the device history record acknowledged that no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. Although, no definitive conclusions can be made, the noted damage suggests that driver underwent a circumstance that resulted in a higher than anticipated torque, causing the distal tip to break off. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.